Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported "no audio" caused by a failed speaker. The rear case assembly (containing the speaker) was replaced.

Event description:
It was reported that a spectrum infusion pump had no audio during testing. It was also reported that there was no patient injury.